Event description:
It was reported to nova biomedical that a consumer received high results on her blood glucose meter for two days and she may have been mistreating herself based on those high readings, resulting in the need for emergent food intake. During the call to customer support, it was revealed that the consumer does not control solution test their test strips for integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter in question will be returned for evaluation. The test strips will not be returned, the consumer discarded them.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.